Manufacturer narrative:
The adc optium port was first available in 1998 before the availability of lifescan one touch ultra test strips in 2000. Through investigation, adc has determined that these strips will, in some cases, work with the precision xtra/optium meter. The strips may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the one touch ultra test strips is 250 um. In some cases, this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the one touch ultra test strips are matched to other adc meter ports. The one touch ultra test strips have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5mm. The electrical output characteristics of the one touch ultra test strips is insufficiently different than that of the correct optium test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The one touch ultra test strips are presented in vials whilst the precision xtra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The one touch ultra test strip gives a calibration code (numbers from 1 to 49) on the test strip vials. The precision xtra/optium calibration is performed by inserting a "calibrator" (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip "lot" number is shown on the meter screen as well as the individual foil wrapped strips and calibrator.

Event description:
A diabetic nurse reported that when she visited a customer at home, she noticed the customer had been using one touch ultra test strips in their precision xtra blood glucose meter. The customer was a type ii diabetic and not on insulin treatment. The customer reported experiencing diabetic ketoacidosis twice in recent weeks. (No actual dates available). Since this event the customer has had her treatment regime changed from tablets to insulin. The customer believed her blood glucose level to be 10 mmo/l. A laboratory reading of 15.5 mmo/l was obtained.